Manufacturer narrative:
Inspected 1 opened or used sensor and performed continuity test, and sensor passed per specification. Performed bicarbonate buffer test, sensor passed per specifications with accurate readings. Also found cannula bent unable to confirm customer received sensor in said condition due to customer returned opened or used. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had an inaccurate sensor readings that triggered a threshold suspend. The customer¿s blood glucose was 109 mg/dl and sensor glucose was 55 mg/dl at the time of the event, the difference is outside the acceptable range. No harm requiring medical intervention was reported. The sensor will not be returned for analysis.